Event description:
It was reported that pt had this trach in situ for an unk reported amount of time. During suctioning the pt's mother noted the pt was in distress. An ambulance was summoned and the pt was transported to the ER. Examination identified that the device was broken; an x-ray identified a foreign object in the left bronchus. The in situ trach was removed and replaced.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.